Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts instructed the caller on troubleshooting steps, but the occlusion alarm recurred. The customer declined further troubleshooting. Reportedly, the customer reverted to an alternate method of insulin therapy.